Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown prodisc-l polyethylene inlay with tantalum marker. Part and lot numbers were not provided for reporting. As of the date of this report, the subject device is still implanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. If a lot number is identified, a device history record review will be requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is having a recent issue with the polyethylene inlay with a lot of pain and spondylosis. The tantalum marker bead appears to have been displaced. The patient is also experiencing other unspecified difficulties. It was reported that a patient was implanted with a prodisc-l on an unknown date in 2009. This report is for one unknown prodisc-l polyethylene inlay with tantalum marker. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Manufactured date: april 15, 2009. Expiration date: march 31, 2014. Review of the device history record for pdl-m-sp06s, lot 6069922 and raw material lot 4895429, indicates that no discrepancies were noted that would be associated with the complaint. Previously reported concomitant parts were reassessed and determined to need their own reports. See also medwatch reports MFR numbers 2530088-2016-10213 and 2530088-2016-10214. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The original implant surgery was on (B)(6) 2009. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was implanted with prodisc-l at l4-5. Several months ago, patient felt a sudden increase in back pain and felt as though her spine had slipped. Patient denies trauma. X-rays were taken on an unknown date and showed that the entire l4 vertebral body had migrated. The poly dislocated from the inferior endplate and migrated anteriorly and the superior endplate along with l4 both shifted anteriorly which resulted in spondolothesis at the level of the arthroplasty. Patient is contemplating options for posterior fusion versus removal of the prodisc-l and fusion. Concomitant devices reported: prodisc-l superior endplate (part and lot unknown, quantity 1), prodisc-l inferior endplate (part and lot unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 25, 2016. It was further reported that the patient will undergo fusion revision surgery with a competitor's device(s) on an unknown future date. The patient stated that her left leg does not move.

Manufacturer narrative:
Patient initials: (B)(6); device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a follow up visit with one surgeon on (B)(6) 2016 to check on status post revision fusion (posteriorly only) on an unknown date (approximately (B)(6) 2016) with another surgeon. The device was not removed. Surgeon performed reduction of the poly and the spondy. Reportedly, the patient is improving from the surgery. Preoperative x-rays were taken on (B)(6) 2016.